Manufacturer narrative:
Pelton & crane became aware that the internal spring mechanism located in the light arm had been replaced 4 days prior to the light arm assembly breaking and falling. During the evaluation of the device, it was determined that the light arm had been reassembled using a stripped shoulder bolt. This shoulder bolt was not properly secured, which resulted in the transfer of weight load from the entire light onto one ear of the knuckle/arm assembly, rather than evenly distributing the load between the two ears as designed. As a result, the single ear supporting the excessive load broke, allowing the light to fall. Pelton & crane contacted the distributor technician to remind them that when servicing devices in the future to replace all damaged component before placing the device back into service.

Event description:
A dental professional was positioning a pelton & crane dental light when the light arm assembly broke causing the light to fall down towards the floor. The doctor claims he caught the light before it hit the pt, however, the doctor received a phone call the following day from the pt's mother claiming the light had hit her daughter on the leg. There were no serious injuries reported.